Manufacturer narrative:
Determined event from 1 of 2 possible devices. Reviewed sterilization and sterile barrier inspection records of both lots. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
It is reported that patient had surgery to install a digit widget to straighten a flexion contracture. Physician reported, "patient developed pin sit infection after 7 weeks and I removed the pins".

Manufacturer narrative:
Determined event from 1 of 2 possible devices. Reviewed sterilization and sterile barrier inspection records of both lots. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin iste care.

Event description:
It is reported that patient had surgery to install a digit widget to straighten a flexion contracture. Physician reported, "patient developed pin sit infection after 7 weeks and I removed the pins".